Manufacturer narrative:
We were informed that the device involved in the reported event was disposed by the facility to avoid any contamination. Report# 1 of 2.

Event description:
A report received from a user facility in (B)(6) stated that a patient showed glistening in the main incision after using the e7596, ophthalmic knife. The patient was seen post-op and prescribed an extra high dose of tobradex as a precaution. The patient will be seen again after 6 weeks of treatment.

Manufacturer narrative:
One opened knife from lot mbla350 was returned loose in a plastic bag without the tip protector. Visual examination found the knife dirty with particulate and the tip is bent. Upon closer inspection it was discovered that the coating on the surface of the blade was uneven. An investigation was launched to determine the cause of the reported problem. It was determined that the shiny particles seen on the incision were due to the removal of the silicone solution from the oven before the lubricant was set and dry. To prevent this type of event from occurring, the finishing department has implemented a process improvement. The silicone solution was changed on a timed schedule and the dipping process is monitored for quality coating of the blade. The curing process includes color coded identifiers to prevent the devices from being removed from the oven prematurely. Also, an intelligent timer was installed in the finishing cells which allows the operator to know when the silicon must be changed and avoid the drying of the solution.